Event description:
It was reported that during an unk procedure, the device stopped working and the blade broke apart. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.